Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient was nauseous and vomiting. The patient's blood glucose (bg) values reached 487 mg/dl. For treatment, the patient was given saline, dextrose and insulin. The patient was discharged after 2 days. The patient was prescribed zofran at 4 mg to take 1 tablet as needed sublingual, every 8 hours for up to 10 doses.